Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to health care professional (prescision qid) comparison test was made, no time difference, with the rptr's meter reading 345 mg/dl and the health care professional's meter reading 233 mg/dl. There were no symptoms.